Event description:
Reporter states customer reportedly received results of 348 mg/dl and 525 mg/dl on the compact plus system, and result of 168 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.